Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported the pump could not be charged without maneuvering the cable into the charging port. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.